Event description:
It was reported that during a stent procedure in a pt who presented with a total occlusion of the circumflex artery, the tristar was positioned and fully deployed. Post deployment angio revealed that the stent delivery system had migrated into the left main artery. The pt was sent for emergent bypass surgery. It was noted that the inflation and positioning of the stent were not continuously viewed on flouro. No further info was available.